Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (400 mg/dl). During troubleshooting with tandem technical support, a system check was performed indicating the pump was functioning as intended. The customer was able to deliver a bolus to stabilize bg level.